Manufacturer narrative:
H3: product analysis ¿ as found condition: the two (pli 10 and 20) pipeline flex shield devices were returned for analysis, stuck inside the two returned (pli 30 and 40) phenom 27 catheters, inside an open pipeline flex shield inner pouch and outer carton, inside a sealed biohazard bag, and inside a shipping box. ¿ damaged location details: the (pli 10) pipeline flex shield tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no damage noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was observed to be stretched. No kinks or bends were found on the pusher wire. The braid¿s distal end was open and frayed, while the proximal end was not open and frayed. The braid¿s middle section was not fully open and was damaged. The (pli 30) phenom 27 catheter¿s tip and marker were examined, and no damage was noted. The catheter body was in good condition. No voids or flashes were found in the catheter hub. The (pli 20) pipeline flex shield tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no damage noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was in good condition. The pusher wire kinked at ~38.0cm from the distal tip. The braid¿s distal and proximal ends were open and frayed. The braid¿s middle section was fully open without damage. The (pli 40) phenom 27 catheter¿s tip and marker were examined, and no damage was noted. The catheter body was in good condition. No voids or flashes were found in the catheter hub. No other anomalies were found. ¿ testing/analysis: the two (pli 10 and 20) pipeline flex shield devices were removed from within the two (pli 30 and 40) phenom 27 catheter lumens without difficulty. The (pli 30) phenom 27 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and was found patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub and tip without issues. The (pli 40) phenom 27 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and was found patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub and tip without issues. ¿ conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed, as the distal end of the returned (pli 10) pipeline flex shield braid was open and frayed, while the proximal end was not open and frayed. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer reported that the vessel tortuosity was moderate, and the pipeline was not positioned in a bend, which rules out vessel tortuosity and the user deploying the braid in the vessel bend as possible causes. Therefore, a damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. The damage noted on the braid (fraying and damage) and distal hypotube (stretched) indicates that a high force was used. The damage may have occurred when the user attempted to advance or retrieve the pipeline flex shield device (pli 10) through the phenom 27 catheter (pli 30) against resistance. Possible causes of resistance include a lack of continuous heparinized saline flush during the procedure. H owever, the cause of the resistance could not be determined. The customer¿s second ¿failure/incomplete to open at distal¿ report could not be confirmed, as the distal and proximal ends of the returned (pli 20) pipeline flex shield braid were open and frayed. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer reported that the vessel tortuosity was moderate, and the pipeline was not positioned in a bend, which rules out vessel tortuosity and the user deploying the braid in the vessel bend as possible causes. Therefore, a damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. The damage noted on the braid (fraying) indicates that a high force was used. The damage may have occurred when the user attempted to advance or retrieve the pipeline flex shield device (pli 20) through the phenom 27 catheter (pli 40) against resistance. Possible causes of resistance include a lack of continuous heparinized saline flush during the procedure. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the failure to open and the resistance or the device being stuck in the catheter were not determined. No resistance was observed in the catheter. No kink or damage to the catheters was observed after removal. No damage to the pipeline pushwire or catheter was observed. Resheathing was done twice, and no other additional steps or devices were attempted to open the pipeline.

Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID ped2-450-30 (d033777); date product ID fg15150-0615-1s (230788392); product type: product ID fg15160-0615-1s (230628620); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment of flow diverter placement for blister aneurysm with unknown diameter. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the femoral artery, with unknown diameter. It was unknown if the dual antiplatelet treatment (dapt) was administered. It was reported that after multiple attempts, the distal part of pipeline shield stent device failed to open at the distal section . The doctor has to retrieve the device from patient body, while retrieving the device got stuck in phenom 27 microcatheter. Repeated same process with two devices. Then the doctor has used new pipeline shield and phenom 27 catheter the pipeline was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open and was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a navien guide catheter,